Event description:
Hcp initially reported ipg explanted due to infected surgical site that would not heal. The device was explanted and returned to the manufacturer for analysis. No information on patient symptoms or outcome was available at the time of this report. On 8/17/2006, additional information received from hcp indicates the patient presented with signs of infection including fever, redness and drainage at the site of the device pocket. A culture was obtained which produced staph aureus growth. Perioperative antibiotics were administered and the patient underwent total device system explant. The patient did not have meningitis. The patient was given both IV and oral antibiotics and the infection has resolved.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when analysis is complete.